Event description:
It was reported that the device did not record a ventricular tachycardia episode due to the parameters that the device was set at. The patient was in the hospital at that time for other reasons. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save-to-disk data shows that the patient was in atrial tachycardia/atrial fibrillation (at/af) for twelve hours on the previous day ((B)(6) 2012), and six and half hours on the day before that ((B)(6) 2012). With only a few exceptions, when one episode ends, the next episode begins. This means there is actually one long episode that the diagnostic is breaking into smaller pieces. The long episode started at 3:25 am on (B)(6) 2012 and lasted until the device was interrogated around 3:30 on (B)(6) 2012. There are a few gaps in the at/af as follows: from approximately 5:39 am to 6:47 am (1 hr 8 min), from approximately 6:51 am to 7:03 am (12 min), from approximately 7:25 am to 7:27 am (2 min), from approximately 7:29 am to 7:33 am (4 min), from approximately 2:00 pm to 2:08 pm (8 min). With the supraventricular tachycardia filter on, the only time the device would have been able to record the ventricular tachycardia episode is if it occurred during one of those gaps. It was noted that these times are relative to the programmer time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.